Event description:
It was reported that the device reached recommended replacement time in less than five years and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was an alert for the device battery being low with the time of recommended replacement time (rrt) in the save to disk on (B)(6) 2012 device rrt less than equal to 2.62 volts. Concomitant product: 5076 implantable pacing lead (B)(6) 2008. (B)(4).